Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a sling placement procedure on (B)(6), 2010. There were no complications during the procedure and the patient's condition at the conclusion of the procedure was reported to be fine. The patient age was reported to be over 18 years. According to the complainant, the patient experienced some complications post procedure but the exact nature and date of onset are unknown. The physician reported that the patient did not present to him with any complications or adverse symptoms post procedure. The patient was not hospitalized or prescribed any medication. The physician has not seen the patient since her last follow up visit (date unknown). Her current condition is unknown.